Event description:
The physician reported that the patient had phacovitrectomy (with macular puckering) surgery, on the following post-operative day six the patient was diagnosed with endophthalmitis. The patient also experienced eye pain. Clinical findings included conjunctival inflammation, aqueous cells, aqueous fibrin and hypopyon were present. On post-operative day six the patient was treated with intravitreal injection combination of glycopeptide antibiotic and third-generation cephalosporin. On the same day, the cultures were taken and in culture one staphylococcus aureus (a few) were observed, no other findings were observed. On post-operative day thirteen the patient had surgical procedure vitrectomy with gas tamponade. The patient also had intravitreal injection of glycopeptide antibiotics and third-generation cephalosporin antibiotics. The patient also experienced severe fibrinous reaction with hypotony. The intervention for the event was effective and the infection was resolved but the vision remained decreased. The integrity of wound was intact. The patient's post operative treatment included non-steroidal anti-inflammatory drug and topical corticosteroid. The patient was recovered with persistent conditions of decreased vision. This complaint is pertaining the four of six reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in sections h.6. And h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.